Event description:
It was reported that a sensor failure after warm-up occurred. The sensor was inserted into the abdomen. The patient was in her room at home on the day of the event. They reported that their friend arrived and found the patient unresponsive. The patient reportedly had a seizure as they stated their friend knew when she saw that there were things scattered in the room and the curtain was pulled down. As the patient's friend tried to wake the patient, the patient was feeling dizzy and nauseated. When the patient regained consciousness, their friend provided them with skittles candies. The patient's friend called the paramedics and when they arrived, they checked their blood sugar and it was 74 mg/dl after eating candy. It was reported that during the time of the event, the cgm had been displaying a sensor failure. The paramedics provided zofran for nausea and they attempted to provide an IV to the patient three times but were unsuccessful. The patient was transported to the hospital. It was reported that they attempted to provide the patient IV 10-11 times but were also unsuccessful. As the patient was feeling fine during that time, they did not receive additional treatment at the hospital. The doctor recommended the patient have a CT scan and MRI as they wanted to rule out a stroke and the results were negative. The patient was at the hospital for a few hours for observation and then was released once they were stable. At the time of the report, the patient was at home resting and doing fine. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.